Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that there was a hole near the muffler area. Therefore, the reported condition was confirmed. It was determined that there was damage on location 1 of the muffler. The assignable root cause was determined to be due to improper assembly/manufacture of the device. The assignable root cause was determined to be due to component damage caused by manufacturing fixture from improper assembly / manufacture. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had an air leak in the hose. There was no delay due to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.